Manufacturer narrative:
Follow-up on symptoms evolution and treatment was requested.

Event description:
According to the received information, the patient was injected with an unknown rha product in an unknown location on (B)(6) 2022. In an unknown timeframe, the patient experienced an occlusion, further described as swollen and crusty. As treatment, the patient was put under red light for the swelling but symptoms progressively got worse. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected with an unknown rha product in an unknown location on (B)(6) 2022. In an unknown timeframe, the patient experienced an occlusion, further described as swollen and crusty. As treatment, the patient was put under red light for the swelling but symptoms progressively got worse. Despite several reminders, no additional information could be retrieved. Complaint was closed as is.